Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: during investigation, the battery compartment was found to be cracked. The returned battery cap was undamaged and was able to fit securely to power on the pump. The pump powered on with auditory and vibration features to a blank screen. Further testing was not able to be performed. The pump was opened and revealed that the electronically erasable programmable read-only memory (eeprom) component was cracked. An eeprom failure was found. The complaint of the power issue was not duplicated during testing.